Manufacturer narrative:
Product complaint #: (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed and it could not be determined if the device was manufactured within the bounding time period of the field action us FDA # z-1269-2019. Additional information was requested and the following was obtained: is the 6-digit lot number of the device available? No, it was not recorded because recall was unknown at the time of surgery. What were the indications for surgery? Colovaginal fistula. Were there any issues experienced with the device in the initial surgical procedure? None reported. What healthcare professional fired the device and what is his/her experience with the device? Surgeon, regularly uses device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? No difficulty reported prior to recall discovery did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. N/a. Was a complete transection of the white breakaway washer visually confirmed?unknown. Was a leak test performed? If so, what was the result? Unknown. How many days postoperative did the leak occur? ~28 days. How was leak identified? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. None reported. Is the colostomy temporary or permanent? Unknown, but note indicates it is likely permanent. What is the current status of the patient? Patient stable and was discharged. (B)(4).